Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the dexcom g7 cgm temporarily became unpaired from the ilet, while the dexcom app continued to display glucose data; the sensor reconnected within the call and the highest glucose observed during the incident was 250 mg/dl, after which the user planned to monitor for improvement. Symptoms included none reported. Outcomes included no need for external assistance and no medical intervention or hospitalization. Investigation included customer interview and device use assessment focused on communication and pairing between the cgm and the ilet. Investigation of this case revealed a transient communication or pairing disruption limited to the ilet interface, with normal cgm function evidenced by uninterrupted readings on the dexcom app and resolution upon reconnection. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent connectivity issue between devices.